Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a drug eluting stenting treatment procedure hair loss and gastrointestinal (gi) disturbances occurred. The patient had a 2.75x12mm taxus express2 drug eluting stent (des) placed to treat an unknown lesion in 2007. Since then, the patient has been experiencing hair loss and gi disturbances, mostly nausea. No additional medications have been added to the patient's regime since the implantation of the taxus express2 des. Additional information has been requested, but has not been received. It was further reported by the patient that since approximately two afterwards, the patient reports she has continually been "sick and dizzy". She had a severe attack of vertigo where she was unable to get out of bed. She has been nauseated since the same time. She states "I've never been clumsy; now I'm dropping things." She has experienced significant hair loss. Her blood pressure has been very labile; one recent reading was 80/30. Several days later, her blood pressure was 198/98. She also reports that "I can't even eat".